Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. All through lumens were patent without leakage. Balloon inflated clear, concentrically and remained inflated for more than 5 minutes. There was no visible damage to the catheter body.

Event description:
It was reported that blood temperature measurement was unstable, and it was unable to obtain a measurement. The error occurred twice out of four attempts to measure cardiac output.

Event description:
The facility reported a pump that sounds all the time with a door open/close clamp issue. This event occurred during patient therapy. The patient was connected to the line to begin an infusion and the pump alarms. The pump was swapped out with a different pump. There was no patient injury or medical intervention associated with this event. No additional information is available.